Manufacturer narrative:
Section h4: correction. Incidental findings: upon removal of the rescue tape, a tear in the silicone jacket approximately 18.25¿ from the connector was observed. Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed low speed and pump stop events, along with a driveline fault alarm; however, a specific cause for these findings could not be conclusively determined during the analysis of the returned portion of the driveline. The submitted system controller log files captured several low speed events resulting in pump stops. A total of 36 motor stopped alarms were captured during the pump stoppages and the abnormal pump operation was associated with low speed hazard, low flow hazard, and low speed operation alarms as well as elevations in pump power (as high as 10 w). All of the observed low speed and pump stop events occurred while the patient was connected to the power module. Also of note, a single driveline fault alarm was captured on 02dec2019. Based on previous complaint history, the abnormal pump operation appeared consistent with potential driveline issue. A distal-end driveline replacement was performed on (B)(6) 2019 and approximately 21.5¿ of the external portion/distal-end of the driveline was returned for evaluation. The driveline was received with rescue tape covering 17¿ to 19.25¿ from the metal connector. Electrical continuity testing of the returned portion of the driveline was performed and found all wires to be electrically intact. Upon removal of the rescue tape, a tear in the silicone jacket approximately 18.25¿ from the connector was observed. The bionate layer was unremarkable. Breakdown of the metal braided shield was observed at the terminus of the bend relief, approximately 2.5¿, 8.5¿, 14¿, 15¿, and 16.5¿ from the metal connector. The bionate and shielding were removed and examination of the underlying wires revealed no evidence of any damage to the wire insulation or the conductors. Microscopic inspection and hipot testing of the returned portion of the driveline did not identify any areas of compromised wire insulation that would have contributed to an electrical short. The patient remained ongoing on support from (B)(6) until they underwent a pump exchange to (B)(6) on (B)(6) 2020.(reported in MFR # 2916596-2020-01302) no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files captured pump stoppages on (B)(6) 2019 and (B)(6) 2019 while the patient was connected to the power module. This appears to be caused by a percutaneous lead short to shield. The plan is to leave the patient on the ungrounded patient cable. The log file post driveline repair captured one low speed event on (B)(6) 2019 at 1:25 pm including two transient pump stoppage events while the patient was connected to the power module. The last recorded event is a yellow wrench alarm associated with a driveline fault on (B)(6) 2019 at 1:30pm. The mcs equipment is operating as intended. No further information was provided.